Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the afternoon surgical procedures the system was behaving erratically. Multiple occlusion messages and reports of pressure and vacuum surges. The number of patients and patient impact is unknown. This is the third of three reports from this facility.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problems reported. The system was then tested and met all product specifications. The system was manufactured on july 24, 2017. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).